Manufacturer narrative:
Critical pump error due to corroded electronic assembly. Unable to verify low battery alert due to critical pump error. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. The following were noted during visual inspection: corroded battery tube, corroded motor home switch, cracked battery tube threads, scratched case, cracked keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and faded serial number label. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.